Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a broken lcd connector on the lcd touchscreen assembly was confirmed. Ventec replaced the lcd touchscreen assembly to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was a broken lcd connector on the lcd touchscreen assembly.

Event description:
It was reported to ventec that the lcd connector on the lcd touchscreen assembly had disconnected from the assembly itself. As a result, the lcd cable was no longer connected to the lcd touchscreen assembly. The reporter observed that the lcd connector's solder points had broken. The lcd cable becoming detached from the connector located on the lcd touchscreen assembly is likely to result in a black lcd display. There was no patient involvement associated with the reported event.